Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle's cannula broke off. The following information was provided by the initial reporter, translated from portugese to english: the client informed that the needle was broken. Client used to take norditropin 15mg. I started giving her omnitrope 15mg. With omnitrope she cries with pain. With the norditropin she didn't complain. Can you tell me why there's such a difference if it's the same medicine? Is the diluent different? And it's also happened that the needle has broken in the rubber of the carpule several times. So I still have to apply it twice because the whole dose doesn't go in.

Event description:
It was reported that the unspecified bd¿ pen needle's cannula broke off. The following information was provided by the initial reporter, translated from portugese to english: the client informed that the needle was broken. Client used to take norditropin 15mg. I started giving her omnitrope 15mg. With omnitrope she cries with pain. With the norditropin she didn't complain. Can you tell me why there's such a difference if it's the same medicine? Is the diluent different? And it's also happened that the needle has broken in the rubber of the carpule several times. So I still have to apply it twice because the whole dose doesn't go in.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.